Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a blockage alarm. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. A review of the event history log revealed a high-pressure alarm recorded multiple times. Functional testing was able to duplicate the reported problem. It was determined that the possible root cause was due to a defective downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.